Event description:
During venting a patient the vent stopped working when power stopped. The event occurred on the ambulance. There was no patient harm. The patient was bagged manually until arrival at the facility. During checking by the biomed tech he noticed that the external battery was connected to itself and not connected to the vent or external power. The same type connections are on the input and output of the battery causing the operator to bypass the vent. Pictures are available of this connection. It is possible that this has occurred before, approximately two months ago, but we are unable to confirm it.